Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been taken off of anticoagulation for several days due to a hip replacement and the patient's inr value had decreased to 1.1. An elevated lactate dehydrogenase (ldh) level of 513 u/l was observed upon routine lab draw. On (B)(6) 2016, the patient's ldh level had increased to 634 u/l and the patient was admitted. An increase in pump power values from around 5-6 watts to 6-7 watts was observed. The patient was started on heparin, asa, and persantine. The patient's ldh level continued to increase to a maximum of 1600 u/l on (B)(6) 2016. A ramp study indicated that the ventricle was not offloading and the aortic valve was opening at a pump speed of 12,000 rpm. A pump exchange was completed subcostally on (B)(6) 2016 without incident. The inflow conduit and outflow graft were not exchanged. Upon explant, visible thrombus was noted on the rotor.

Manufacturer narrative:
The report of thrombus was confirmed during the evaluation of the returned device. The pump was returned with the driveline cut approximately 4 inches from the pump housing and the severed portion of driveline was also returned. The sealed inflow conduit, sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. The rings were similar in structure and were likely a single formation, prior to disassembly of the pump. The thrombus formations found in the pump could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level, and would have also created additional resistance on the spinning rotor, contributing to the reported elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.